Event description:
The customer reported that the system would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power plug was retightened and the connectors on the ps1 power supply and power distribution board were reseated. The system was then found to be operating as intended.